Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture grade IV in right prothesis. The device location is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: two devices containing pinkish biological tissue, with red particles on the surface. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported pain, deformity, hardness, and capsular contracture grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d.2, d4, d6a, d6b, g1, g4, h.4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported reporting pain, deformity and hardness of the capsular contracture baker grade IV. Device has been explanted.